Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific crm received info that this right atrial (ra) lead was reporting to be just hanging in the right atrium. The thresholds were 5 volts at 2 milliseconds and sensing was good. The markers and the electrograms appeared to be off from the surface by about 200 milliseconds. Technical services reviewed an episode and there was farfield ra oversensing during tachycardia; however, it was difficult to ascertain if the pt's cardiac resynchronization therapy defibrillator (crt-d) was undersensing atrial fibrillation (af) since the qrs was irregular. It was reported that the pt had been shocked several time for af with rapid ventricular rate (rvr). The pt was back in a sinus rhythm and no adverse pt effects were reported. Subsequent info indicated that thresholds and capture were not achieved at maximum output and pulse width. No changes have been made at this time to the pt's system and the physician is aware. As of today, this product remains in-service.